Event description:
The customer reported that a prolumen device was used to declot a graft. The device was placed in the graft and the s wire was advanced. Upon initial activation, the s wire broke off. The broken portion of the wire was retrieved without harm to the pt. No further complications were reported.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the product eval.